Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 400mcg/day) via an implantable infusion pump. Indication for use was cerebral palsy and intractable spasticity. During pump interrogation on (B)(6) 2015, a motor stall was observed that occurred in (B)(6) 2015 at 11:39 and recovered a few minutes later at 12:14. The cause of the motor stall was unknown and it was not related to magnetic resonance imaging (MRI). The patient never reported the pump beeping for the motor stall. There were no patient symptoms related to the motor stall. Additional information has been requested but was not available at the time of this report.